Event description:
During a remote follow-up, far-field r-wave oversensing, noise, increased capture threshold resulting in a loss of capture and decreased sensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Diagnostic imaging was performed and the alleged cause of the event was due to clavicular crush. A revision procedure is anticipated, but no further intervention has been performed at this time. The patient is stable.

Event description:
Additional information was received that an additional surgery was performed and the ra lead was capped and replaced to resolve the event.